Event description:
The pt was placed on the medtronic performer cardiopulmonary bypass (cpb) for the procedure. The vard alarmed noting "sensing air". The perfusionist and surgeon assessed the tubing and no air was noted. It was unknown if the malfunction was related to the machine or the disposable piece. A second machine and disposable piece was used without incident. It is unknown if the second disposable was the same or from a different lot number.